Event description:
It was reported that the coating appeared to be coming off the guidewire. There were no reported clinical consequences to the patient due to this event.

Event description:
It was reported that the coating appeared to be coming off the guidewire. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the guidewire was slightly bent in the middle section. The polytetrafluoroethylene (ptfe) coating was scraped off at approximately 11.0cm from its proximal end. The ptfe coating appeared to have been scrapped with sharp object or torque device collet. The guidewire hydrophilic coating was examined and the coating is present on the guidewire and met visual specifications. The guidewire was conforming to its required dimensional specifications. During functional testing the guidewire was not torquing smoothly and slight friction was encountered when advanced through a demonstration microcatheter, likely due to the bend on the guidewire. Information available indicated that the guidewire was confirmed to be in good condition prior to use; therefore, the cause for the bend cannot be determined. However, per the device directions for use (dfu): "excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire." Therefore, an assignable cause of dfu instruction not being followed was assigned to this investigation.